Event description:
A patient has reported that during set-up procedure he received an m01-21 system error warning. Upon opening the pump door there fluid coming out from the interior area and it was wet. The patient was unable to use cycler and has been doing manual exchanges. There is no sample. No report of patient injury.